Event description:
It was reported by the sales rep from stryker (B)(4), that a revision surgery took place at the clinic (B)(6) (the reason of the revision is the cup replacement). It was further alleged that the trial head could be inserted on the trunnion but the head mentioned below couldn't fit with the stem (too tight). It was further reported that the same head that was implanted during the primary surgery has been used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.